Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 354 mg/dl at the time of the incident and other blood glucose value were 422 mg/dl, 300 mg/dl, 385 mg/dl and 397 mg/dl. Customer was treated with insulin pump. Customer also reported that the insulin pump had bent cannula. Customer had not alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.